Event description:
It was reported that a pt suffered hearing loss after being scanned for an iac (internal auditory canal) exam with 1.5t hdxt mr system. Based on hospital f/u with and acoustic noise questionnaire, the exam lasted for approx 12 mins, and the pt was provided with hearing protection. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.